Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured after the procedure. No adverse events have been reported as a result of this malfunction as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on the lateral side of the post. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause is considered to be misuse as the scrub tech impacted the tasp. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.